Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a bent cannula. Customer reported they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 28 mmol/l at the time of admission. Customer also reported experiencing a panic attack, leading to their hospitalization. The customer was wearing the insulin pump at the time of the call. The customer also reported there were no leaks visible on the infusion set or reservoir. Customer also reported they did not receive a no delivery alarm. Customer's blood glucose was 23.8 mmol/l at the time of the call. The customer declined to return the insulin pump for analysis.